Event description:
It was reported that during a surgical procedure the tip of the device became disassembled from the glue where it meets the handpiece. The device fell into the pt's hip but was easily retrieved by the surgeon using his fingers or tweezers w/o any reported pt/user injury. According to the account, it was visually confirmed by the surgeon that they had retrieved the entire piece of the broken device. There was delay (length unk) reported while a back-up device was retrieved. There was no medical intervention required.

Manufacturer narrative:
The unit was not available to the MFR for eval as it was discarded by the account.